Event description:
Customer was hospitalized for high blood glucose and dka. Customer's mother stated that the customer was vomitting and had elevated white blood cell count at the time of admission. Troubleshooting was not performed at the time of call.